Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was instructed by the zoll service personnel and was able to resolve the problem by drying the air trap holder. Therefore, service was not required to be performed by zoll. Date of event is unknown.

Event description:
As reported, the thermogard console (sn (B)(4) displayed the mid:09 (air trap assembly) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.